Event description:
The event is reported as: the clips fall out of the applier. No patient injury reported.

Manufacturer narrative:
Lot number - additional information has been requested to identify the lot number for this issue. Date device returned to manufacturer - device sample returned to teleflex medical, (B)(4), the approximate date is (B)(4) 2010. The results of the investigation are incomplete at this time. A follow-up investigation report will be sent when completed.